Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and was not returned to the manufacturer for evaluation. Medical imaging was sought but was not provided/not available. The alleged product issue and event as described could not be confirmed. The instructions for use (IFU) identifies stent thrombosis as a potential side effect associated with use of the device.

Event description:
It was reported that a flow diverter stent was implanted in the left internal carotid artery. Angiography revealed thrombus in the stent after it was fully deployed. A guidewire and microcatheter could not pass through the stent either. The patient was asymptomatic. Deformation of the stent was also suspected. Aspiration was performed and blood flow recovered. A balloon was then used to open the stent. A filling defect was observed in the stent (the thrombus), and the procedure was completed after 30 minutes of observation when it was confirmed that the thrombus was no longer increasing in size. The patient's status was reported to be "no health damage."